Event description:
Reportedly, the instrument cannula disengaged into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: inguinal hernia repair. Patient status: no pt injury reported.